Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 375cc, catalog# 3507375bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc and experienced a rupture on the left side post-operatively. The patient experienced a car accident where they believe their seat belt contributed to the rupture. As a result, the patient would undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient would undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of additional information indicating the patient also experienced capsular contracture, baker grade unknown on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/06/2020, the mentor failure analysis lab received the device for evaluation. On 02/17/2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the sample it was observed to be ruptured. Crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the deflation was caused by the stress occasioned to the shell by the car accident, the mammogram and the capsular contracture , the crease present on shell contributed to be easier the rupture. The second product received (product code 350-7375bc and lot number 5866874) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient would undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).